Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with post-meal elevations up to 250 mg/dl followed by hypoglycemia to 50 mg/dl, and the user disclosed announcing primarily dinner meals and using meal announcements to address rising glucose rather than for carbohydrate intake. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and carbohydrates and no medical intervention or hospitalization. Investigation included review of device reports and user-reported history, as well as troubleshooting and education on appropriate meal announcement use. Investigation of this case revealed user technique error related to missed or inappropriate meal announcements leading to insulin dosing mismatch and subsequent low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect use of meal announcements.